Manufacturer narrative:
(B)(4). Method: the devices will not be returned for analysis. The lot number was received and a review of the device history record (DHR) for the lot number was conducted. Results: as no devices were available for an evaluation, no device testing methods were performed and results cannot be obtained. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. The instructions for use (IFU)(14-60-613-0-04) indicates that several factors may affect flow rates, such as fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The IFU specifies, "warning" flow rate is adjustable. Medication dosage should be based on maximum flow rate. To reduce potential adverse events: ¿ medication dosing should be based on the maximum flow rate (7 or 14 ml/hr). ¿ the amount of medication over the therapeutic period and delivery time can vary by as much as 20%." The IFU also specifies, ¿flow rates may vary due to: pump position - position the pump at approximately the same level as the catheter site: ¿ positioning the pump above this level increases flow rate.¿ ¿temperature ¿ the select-a-flow* device should be worn outside clothing and kept at room temperature. ¿ to ensure flow rate accuracy, do not place heat or cold therapy in close proximity to the flow controller. ¿ temperature will affect solution viscosity, resulting in faster or slower flow rate. ¿ select-a-flow* device have been calibrated using normal saline (ns) as the diluent and room temperature (22°c, 72°f) as the operating environment. Flow rate will increase approximately 1.4% per 1°f/0.6°c increase in temperature and will decrease approximately 1.4% per 1°f/0.6°c decrease in temperature.¿ conclusions: the devices were not returned to halyard for an evaluation, therefore we are unable to determine a cause for the reported event. Per the IFU, there are several factors that may affect flow rate, which include under or overfilling the pump, viscosity of drug, pump position, temperature and external pressure. Per the IFU "warning flow rate is adjustable. Medication dosage should be based on maximum flow rate. To reduce potential adverse events: ¿ medication dosing should be based on the maximum flow rate (7 or 14 ml/hr). ¿ the amount of medication over the therapeutic period and delivery time can vary by as much as 20%." As previously reported, per the DHR, the lot met the process specifications, including the quality control acceptance criteria prior to release. It was reported that the facility did not want to provide any further patient nor incident information, as they feel confident that the incidents were caused by user error. An IFU and a technical bulletin on factors affecting flow rate were sent to the customer. In addition, the facility received in-service training on the devices. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 202ml, flow rate: 10ml/hr, procedure: thoracotomy, cathplace: epidural. Please reference: 2026095-2015-00107/15-00270. Pump 1 of 2: it was reported that there were 3 incidents of pumps ending sooner than expected. It was reported as, "anesthesiologist stated that the nurses told him that the pump isn't lasting twenty hours and this has happened 3 times." Anesthesiologist stated that the pharmacist will call back with more details. The pharmacist reported that when the pump was received it still contained medication. There was no patient injury and the patient was reported to be stable. Additional information was received (B)(6) 2015. It was clarified that there was 1 patient and 2 pumps that were used one consecutive to the other after the first pump was finished. The specific time that both infusions ended are unknown. It was reported that both pumps ran fast. The latter pump, that was disconnected on (B)(6) 2015 still contained medication. In addition, it was reported that the facility did not want to provide any further patient nor incident information, as they feel confident that the incidents were caused by user error.